Event description:
Report received of an over-delivery. The customer indicated an operator error in programming the device. At 1700, the pump was programmed to deliver an unspecified amount of tpn at a rate of 3.4ml/hr on the primary line and an unspecified amount of lipids at a rate of 0.6ml/hr on the secondary line. Three hours later, the nurse noted the pump was infusing the lipids at 6.0ml/hr instead of the intended 0.6ml/hr. The lipid infusion was stopped; however, the tpn infusion was continued. There was no reported adverse patient effect and no medical interventions were required. Though requested, no further information was available.